Manufacturer narrative:
The mobile view station (mvs) power board was returned to the manufacturer for analysis. Through functional testing, performance testing, visual/physical examination, and usability inspection the reported issue was confirmed. The firmware was uninstalled and reinstalled, which resolved the issue in a test system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. They installed new mvs power board and reinstalled firmware. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during preventative maintenance to was found that the mobile view station (mvs) power board needed to be replaced. The firmware was not showing up. There was no patient present.